Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the self test and displacement test. Unable to confirm the alarm. The device was received with loose/flush drive support disk.

Event description:
It was reported that the customer's insulin pump kept alarming. No further information was provided.